Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6, -4.50 diopter implantable collamer lens into the patient's left eye (os) on (B)(6)2021. The patient experienced elevated intraocular pressure. On (B)(6)2021 secondary yag was performed and the problem resolved. It was reporter that intraocular pressure was taper down to 17mmhg. The cause of the event was reported as unknown.

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Claim#:(B)(4).

Manufacturer narrative:
H6- health effect- clinical code: 4581- rainbow light. B5- the reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6, -4.50 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. The patient experienced elevated intraocular pressure; blurred vision and halos/rainbow light. On (B)(6) 2021 secondary yag was performed and the problem resolved. It was reported that medication was used to lower iop. The cause of the event was reported as unknown. Claim# (B)(4).